Manufacturer narrative:
Updated.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported when performing plan maintenance found the battery wear-out. There was no reported patient involvement.